Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid at unknown concentration and doses via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was alarming (described to be a single toned alarm) and it was believed to be related to the patient being unable to make it in for a refill appointment due to being very sick. It was noted that the patient's last refill was in (B)(6) 2018. The caller stated that she had a pain flare up on (B)(6) 2018 at which time she called the hcp office with the request for oral medications so she could make it into the office for a refill. The caller requested information for accessing a new hcp and was redirected to follow up with one of the hcp's listed. No further complications have been reported as a result of this event.